Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported the customer had been dealing with high blood glucose (bg) levels in the upper 400's as well as ketones for the past week. The elevated bg's were addressed with a bolus of insulin via the pump and the ketones were addressed with fluids and insulin bolus. Contact stated hormones as a cause of the elevated bg's the customer's healthcare provider contacted tandem technical services and stated that after review of customer's pump data information the customer needed to have the settings adjusted. The healthcare provider adjusted customer's settings to bring their bg level down to target.